Manufacturer narrative:
The insulin pump was received with currents in spec. The pump was unable to prime during the prime/a33 test due to faulty force sensor system. The pump was unable to perform the excessive no delivery alarm due to prime anomaly. No motor error alarmed. The motor passed motor test. The pump was received with minor scratched lcd window, cracked near display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that he tried to change the set and reservoir and received a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there was no motor position encoder error from the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.